Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl and treated with pen. Customer states that the piece on the infusion set that locks into place on the insulin pump, was not locking. Customer declines troubleshooting for high blood glucose. The devices will not be returned for analysis.